Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. As corrective action, customer reverted to using an alternative method of insulin therapy.